Manufacturer narrative:
Standard w/ UDI. UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
T was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the spring of the grasper-grabber ns device was broken. It was reported that they took a piece out of patient and the broken piece was retrieved. It was reported that a like device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary ==> according to the information received, it was reported by the sales rep via phone that during a rotator cuff repair the spring of the grasper - graber was broken. The complaint device was received and evaluated. The device was sent to supplier ¿tag¿ to identify this failure. As per information provided by supplier, the shear pin was found broken. The failure is not as a result of incorrect design, is related to abnormal use, no CAPA needed. Engineering department found that to much force was deployed on the device causing the shearing of the safety pin. A manufacturing record evaluation was performed for the finished device lot number: [19b01], and no non-conformances were identified. This complaint can be confirmed. As per IFU-107066, replacement shear pins: indications: the replacement shear pins are for use in repair of a broken shear pin in one of the reusable arthroscopy instruments covered by this package insert. Shear pin replacement and screw instructions: hold grasping end of instrument firmly, and operate handles with care. If the operating rod does not move, replace the shear pin, remove the two screws from the rear handle. Discard screws, the operating rod should be visible through the screw holes in the rear handle after the screws have been removed, remove the broken pin from the rod using the point of a fine tip instrument, the instrument is ready for shear pin replacement. The root cause for the reported failure can be attributed with an abnormal use, derived from an excessive force used by the end user. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.